Event description:
During triggering of bolus it is alleged that the whole contents of the syringe was infused. The syringe contained dipidolor (strong analgesic) - it is reported that ventilation was required. It is also reported that there was no permanent harm to the pt.